Event description:
It was reported that during the ba stenosis procedure, physician used a balloon to dilate the lesion and placed the microcatheter to deploy the subject stent. Resistance was felt while advancing the stent inside the microcatheter and the microcatheter migrated suddenly. Due to the tension on the delivery wire, the subject stent was opened partially and couldn't cover the lesion. Guide catheter was used to support to extract the stent and the microcatheter together from the anatomy. Patient's anatomy was moderately tortuous. There was no allegation against the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the sdw was seen to be kinked. The stent was seen to be deployed and deformed. The introducer sheath was returned intact. Functional testing was not carried out as the stent was returned deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent difficult/unable to advance or pullback through catheter and stent partial deployment could not be confirmed during the device analysis; however, the analysis results are consistent with the reported event. The device failed to meet specification when received, based on the damage noted. It was reported that resistance was encountered and the stent was hard to be advanced in microcatheter, added some force to push the stent, the microcatheter suddenly migrated and the tip of the stent deployed. Additional information states that the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. The device was returned and the sdw was noted to be kinked, the stent had been deployed and the stent was noted to be deformed. It is probable that the device was damaged during navigation thorough the microcatheter to the lesion, causing the reported event. An assignable cause of procedural factors will be assigned to the reported stent difficult/unable to advance or pullback through catheter and stent partial deployment and to the analyzed stent delivery wire (sdw) kinked/bent, stent deployed prematurely during retraction/re-sheathing and stent deformed, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the ba stenosis procedure, physician used a balloon to dilate the lesion and placed the microcatheter to deploy the subject stent. Resistance was felt while advancing the stent inside the microcatheter and the microcatheter migrated suddenly. Due to the tension on the delivery wire, the subject stent was opened partially and couldn't cover the lesion. Guide catheter was used to support to extract the stent and the microcatheter together from the anatomy. Patient's anatomy was moderately tortuous. There was no allegation against the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.